Event description:
It was reported that during the preparation of a port placement procedure, a hole was allegedly identified between forty and forty-five centimeter mark in the catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter with a loaded flushing connector was received for evaluation. Visual, microscopic, and functional evaluations were performed. A small split was noted approximately 2.0cm from the distal end of the catheter. Upon infusion, a small leak was observed on the distal portion of the catheter. Therefore, the investigation is confirmed for the identified fracture issue. However, the investigation is unconfirmed for the reported hole issue as no holes were noted between 40 and 45 cm mark on the received sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2025), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a port placement procedure, a hole was allegedly identified between forty and forty-five centimeter mark in the catheter. The procedure was completed by using another device. There was no patient contact.